Manufacturer narrative:
The device was received for evaluation. During functional testing the customer reported "failed downstream occlusion test" was not reproduced. The device was tested for downstream occlusion detection with passing results. The unit was able to detect downstream occlusions within an acceptable timeframe. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed the downstream occlusion test in the biomed service department. There was no patient involvement. No additional information is available.